Event description:
It was reported that low impedance, high capture thresholds and varying r waves were observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected. The rv lead was explanted and replaced. The patient was stable.